Event description:
Boston scientific received information that the patient with this device and right ventricular lead displayed high defibrillation thresholds at implant. The system also displayed noise on the shock electrogram. The noise was not reproducible. The system was to continued to be monitored. Approximately five months later, subsequent information indicated that noise was seen on both the shock and rate/sense electrograms. The noise was oversensed and lead to one episode of pacing inhibition with a little over two seconds of asystole to the patient. There were no adverse patient effects reported. The patient will be seen more frequently for follow up and the system will continue to be monitored. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.